Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The motor was noisy and not running smoothly, therefore it was replaced. The keypad was not responding properly and the values were drifting, therefore the keypad pcb was replaced to correct the issue. There was a short circuit in the motor cable, therefore the motor cable was replaced. When there is a short circuit in the motor cable the device may not function as intended, therefore is a potential root cause for the reported failure. When the keypad pcb component is defective it may also cause the device to not function properly, therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed similar complaints for this serialized device with the product code that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the service center in (B)(6) that the controls on the micro tornado hp w hand control device were defective and had error message. It was further determined that the device had a short circuit in the motor cable. It was further determined that the motor was noisy and not running smoothly and the keypad was not responding properly and the values were drifting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the manufacturing site name was documented as (B)(4) mfg site in the initial report and has been updated as depuy (B)(4). Address and phone number have been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.